Event description:
It was reported that during implant of the left ventricular lead, a dissection of the coronary sinus occurred. The physician opted not to implant a left ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.